Event description:
It was reported that the device would not operate on ac power. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The service rep replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the reported incident were shorted fet transistors, designators q1 and q2.